Event description:
The customer reported that an "error 24" message displayed on the monitor and the system would not work. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The image process controller was replaced. The system was found to be working as intended and put back into service.